Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on his insulin pump that he was unable to clear or resolve with a battery change. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.